Event description:
It was reported the pt had not recharged or used the scs system for approx 4 months. The pt programmer could not communicate with the ipg. The pt will meet with the sjm rep to interrogate the system. F/u identified the ipg could not communicate with the pt programmer or the charger and the pt would like the ipg replaced. Surgical intervention will be undertaken at a future date.

Manufacturer narrative:
Recall numbers: 1627487-05242011-002-r and 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.